Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia could not be conclusively established through this investigation. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a cardiac arrhythmia. The patient developed ventricular tachycardia and was unable to be converted by adenosine triphosphate (atp). It progressed to ventricular fibrillation (vf) and an external shock was necessary. The ventricular assist device (vad) flow diminished temporarily. The patient was started on amiodarone and lidocaine drops. The patient's rhythm was restored. The patient had a history of the same. The patient had symptoms of lvad flow decreased. The arrhythmia was sustained until an ICD (implantable cardioverter defibrillator) shock. On (B)(6) 2021 the patient had ventricular tachycardia (vt) with three different morphologies, which ended in an external shock. The review revealed that it was a diverted shock mainly due to the fact that the patient was in manual mode. Thus there was a perceived failure of detection of the arrhythmia from the device but this was likely because patient was on the monitor only mode. The ICD was implanted prior to the lvad. The patient had a history of vt and atrial fibrillation prior to lvad and was being transferred for advanced therapies. On (B)(6) 2021 defibrillation threshold (dft) testing was performed. The device showed good vf detection and successful defibrillation at 25 j. Subsequent vf testing was performed at 20 j which failed, which then led to a defibrillation at 40 j which also failed and converted to a different v-fib morphology, which was terminated with an external shock. The dfts showed that there was no issue with lead integrity and was able to be successfully cardioverted at 25 j. The rise in dft was likely from recurrent shocks and threshold creep with such a sick myocardium and also important to note that this was ventricular fibrillation and patient's clinical arrhythmia was vt which was likely to be what therapy was needed for. The device was programmed to vf detection at 170 bmp with 40j first shock. The patient was discharged on (B)(6) 2021 to acute rehab for strengthening and mobility.